Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was placed and driven on an in-house system. The instrument passed the recognition engagement and 3 clip tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There were no issues with bipolar cord the clips attaching to the instrument or clamping. The instrument was fully functional.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument had poor tip opening/closing. The procedure was completed with no reported injury.